Manufacturer narrative:
Additional information: adverse event or product problem, outcomes attributed to adverse event, type of reportable event, and patient codes. The following general additional information was provided by the cobo medical sas reporter regarding all ten reported complaints: (B)(6) MFR 3012307300-2019-05691. (B)(6) MFR 3012307300-2019-05692. (B)(6) MFR 3012307300-2019-05693. (B)(6) MFR 3012307300-2019-05694. (B)(6) MFR 3012307300-2019-05560. (B)(6) MFR 3012307300-2019-05543. (B)(6) MFR 3012307300-2019-05544. (B)(6) MFR 3012307300-2019-05545. (B)(6) MFR 3012307300-2019-05547. (B)(6) MFR 3012307300-2019-05548. The reporter stated "the shirt gets removed to adequately and appropriately clean the patient, when a shirt is removed it cannot be introduced again because the space is too small. In which it gets left out not due to patient safety since this kit has all the parts". They also stated a shirt was removed because "the patients had problems breathing as the bronchial pathway is very small." Furthermore, the reporter indicated that the event has led to an increase in "tracheitis" for their patients. Additionally, the reporter noted it was necessary to complete a tube change out "various times". However, they could not confirm how many occurrences this intervention was required. Therefore, all ten related files will be considered as a serious injury due to the reported adverse patient effects and required intervention.

Event description:
Information was received indicating that the cannula to a smiths medical portex® ultraperc® single dilator tube is observed to have little functionality, is weak and that the diameter is very small. The sleeve was reported to be removed to maintain a permeable route. There were no reported adverse patient effects.